Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted

Event description:
It was reported that the customer experienced a blood glucose level of 445 mg/dl. The customer administered a manual injection.